Manufacturer narrative:
Product complaint #: (B)(4). (B)(6). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised for unknown reason. It was reported that the explants were received from one of our competitors on 1 nov 2019. There was no additional information available; failures are unknown. Doi: unknown, dor: unknown, unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the explanted device was provided to depuy warsaw chu by a competitor manufacturer. It is unknown who the patient is associated to this product and the reason for revision is not known. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.